Event description:
It was reported that before the patient used the machine, during the pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) unit has an inflation failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 address : (B)(6). Due to character restrictions in block e1 telephone number :(B)(6).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site city), h8. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the drive manifold assembly to resolve the issue. The device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. The fat department performed a visual inspection of the part received and found that the part is in good condition.the fat department installed part number: 0104-00-0031 j drive manifold assy serial number: (B)(6) asco in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of unable to inflate the balloon as experienced by the customer. However, solenoid k8 of the drive manifold assembly was knocking in the metal out loud. Sending the drive manifold assembly to the supplier for more analysis per procedure 0002-07-008 rev ar.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a